Event description:
It was reported the patients ipg had migrated within the implant pocket causing the device to protrude resulting in skin irritation. As a result, surgical intervention was undertaken to reposition the ipg. During the procedure the ipg was replaced( related manufacturer reference number: 3006705815-2022-16160) and repositioned in the pocket to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.